Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (plaintiff underwent total hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for an unreported indication: mirena from 2001 to 2002. Concomitant products included paracetamol (acetaminophen). On an unknown date, the patient started nsaid's at an unspecified dose and frequency. In 2005, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced abdominal pain lower ("lower abdominal pain"), fibromyalgia ("fibromyalgia") and fatigue ("fatigue"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (plantiff underwent total hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and migraine had resolved and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, fibromyalgia, headache, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet received. Events - depression, mental anguish & genital bleeding are added. Lab data updated. Historical conditions are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for an unreported indication: mirena from 2001 to 2002. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (plantiff underwent total hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, fibromyalgia, headache, dysmenorrhoea, fatigue and abdominal pain lower outcome was unknown and the migraine and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received, event abnormal vaginal bleeding, fibromyalgia, migraines, headaches, dysmenorrhea, fatigue, lower abdominal pain, abdominal pain, essure confirmation test not done added. Events outcome,reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('the myometrium at each cornu displays an embedded metallic spring') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included nsaids. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included endometrial polyp, nabothian cyst, uterine fibroid, endocervical squamous metaplasia, paratubal cyst and leiomyoma of uterus, unspecified. Previously administered products included for an unreported indication: mirena from 2001 to 2002. Concomitant products included medroxyprogesterone acetate (provera) and paracetamol (acetaminophen). On an unknown date, the patient started nsaids at an unspecified dose and frequency. In 2005, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced abdominal pain lower ("lower abdominal pain") and fatigue ("fatigue"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), fibromyalgia ("fibromyalgia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (plantiff underwent total hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and migraine had resolved and the embedded device, menorrhagia, dysmenorrhoea, vaginal haemorrhage, fibromyalgia, headache, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, embedded device, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, patient medical history, event: the myometrium at each cornu displays an embedded metallic spring added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('the myometrium at each cornu displays an embedded metallic spring') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included nsaids. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included endometrial polyp, nabothian cyst, uterine fibroid, endocervical squamous metaplasia, paratubal cyst and leiomyoma of uterus, unspecified. Previously administered products included for an unreported indication: mirena from 2001 to 2002. Concomitant products included medroxyprogesterone acetate (provera) and paracetamol (acetaminophen). On an unknown date, the patient started nsaids at an unspecified dose and frequency. In 2005, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced abdominal pain lower ("lower abdominal pain") and fatigue ("fatigue"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), fibromyalgia ("fibromyalgia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (plantiff underwent total hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and migraine had resolved and the embedded device, heavy menstrual bleeding, dysmenorrhoea, vaginal haemorrhage, fibromyalgia, headache, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, embedded device, fatigue, fibromyalgia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.